Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 47. Ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.